Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that review of hvli trend showed several out of range impedance measurements since (B)(6) 2012. Patient to be monitored. The patient's condition was good.

Event description:
New information received notes lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.